Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic fatigue, generalized anxiety disorder, tension headache, nausea, photophobia, phonophobia, drowsiness, stress, upper back pain, musculoskeletal pain, stomach irritated feeling of, indigestion, panic attacks, irritable bowel syndrome, upper respiratory infection, cough, chills, general body pain, gastritis, malaise, breast mass, nasal congestion, sore throat, shortness of breath, patellofemoral pain syndrome, myalgia, arthralgia multiple, costochondritis, pleuritic pain, depression, intrinsic asthma, allergic rhinitis, sinus infection, postnasal drip, sneezing, watering eyes, wheezing, tobacco abuse, appendectomy, c-section, uterine dilation and curettage and grand multiparity. Previously administered products included for chronic indigestion: zantac; for headache: celebrex; for joint pain: prednisone; for an unreported indication: wellbutrin, lexapro, zoloft, paxil, effexor and naproxen. Concurrent conditions included chest wall mass, fibrocystic disease of breast, rib pain, rhinorrhea, facial pain, sweaty, ear crackling, obstructive sleep apnea syndrome, sleep disturbance, cervicalgia, cervical spinal stenosis, spondylitis, rheumatoid arthritis, white blood cell count increased, lung nodule, cervical spine degeneration and hilar lymphadenopathy. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), benzonatate (tessalon), buspirone, cetirizine, doxycycline, duloxetine, fluticasone propionate (flonase allergy relief), hydrocodone, minerals nos;vitamins nos (prenatal vitamins), salbutamol, salbutamol, triamcinolone, triamcinolone acetonide (nasacort) and verapamil. On(B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems"). In 2012, the patient experienced visual impairment ("vision/eye problems type"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), rash ("rashes or skin conditions - rashes"), weight fluctuation ("weight gain/loss") and eye disorder ("vision/eye problems type"). The patient was treated with buspirone hydrochloride (buspar), codeine, ibuprofen, surgery (ablation) and glasses. Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, vaginal discharge, fibromyalgia, dysmenorrhoea, dyspareunia, migraine, headache, allergy to metals, pelvic pain, rash, visual impairment, weight fluctuation, tooth disorder and eye disorder outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2009 insertion details- 3-4 trailing coils on the right and 3-4 coils on the left side diagnostic results (normal ranges are provided in parenthesis if available): biopsy breast - on (B)(6) 2013: impression: bi-rads 4: suspicious. Possible solid lesion in the outer aspect of the left breast. Further evaluation with ultrasound guided biopsy with clip placement is recommended to better evaluate this finding and to ensure that it is the same lesion seen on the mammogram. Probable sebaceous cyst corresponds with the palpable finding in the upper right breast/chest wall. This is highly likely benign and should be clinically followed versus removed clinically. Impression/plan: this is a (B)(6) year lady with a right chest wall mass that is most likely a sebaceous cyst. After discussion with the patient the plan is for an excision under local.. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion her tubes were blocked. Mammogram - on (B)(6) 2013: impression: technically successful right breast biopsy with clip placement and apparent resolution of the finding on the post procedural mammogram. The clip is slightly medial to the area expected on the mammogram which may be due to medial placement of the clip as compared to the biopsy area. The area of concern on the initial mammogram resolved on the post procedural mammogram. No immediate complications. Final diagnosis is awaiting pathologic evaluation. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: fibromyalgia, headache, migraine, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs+mr received- new events abnormal bleeding (menorrhagia), fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, nickel allergy, pain, rashes, vaginal discharge, weight gain/loss, dental problems, vision/eye problems type were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, lab data, medical history, treatment, concomitant and historical medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.